Event description:
The pt reported blood glucose level that displayed hi on the meter, was treated at an emergency room, and released on the same day. No actual blood glucose values were available.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.